Manufacturer narrative:
The agent reported, patient revised with custom promade implant, unknown reason. Complaint has been evaluated and is similar to report number 1644408-2022-00100; 343-11-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient revised with custom promade implant, unknown reason.